Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of unit's multigas module and power supply adjustment. Unit was calibrated and safety tested to factory's specifications.